Event description:
The customer reported that the system displayed an iris potentiometer error message during a case. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. A generator calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible aro. (Accidental radiation occurrence).